Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, the customer visually read one (1) patient test cartridge as positive for group a strep due to observing a line next to the "t" on the cartridge. An additional swab was collected for confirmatory culture testing. There were no health impact or consequences reported. It was noted that the customer's veritor analyzer was expired and the practice of manually reading test cartridges is considered off-label use of the product. The customer was unable to provide any further information after additional follow up by bd. This is report 5 of 10.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 4302652. The customer is reading tests manually and reporting results as positive due to seeing a line next to the "t" on the cartridge. They also took an additional swab for confirmatory culture testing. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, the customer visually read one (1) patient test cartridge as positive for group a strep due to observing a line next to the "t" on the cartridge. An additional swab was collected for confirmatory culture testing. There were no health impact or consequences reported. It was noted that the customer's veritor analyzer was expired and the practice of manually reading test cartridges is considered off-label use of the product. The customer was unable to provide any further information after additional follow up by bd. This is report 5 of 10.